Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pelvic pain, back pain, and dyspareunia. It was reported that the patient underwent mesh removal surgery on (B)(6) 2020. It was reported that the patient reported that the patient underwent surgery on (B)(6) 2020 for right groin dissection and mesh removal. It was reported that the patient reported that the patient underwent surgery on (B)(6) 2022 for removal of left groin mesh fragment. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2022. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 10/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.